Event description:
Event description guidant received information that the patient with this pacemaker lost consciousness while sitting at the library. When the patient went to the doctor's office after this episode, no one was available to evaluate his device. The physician requested that the patient return to the office in five days to have his device checked.